Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx pro closure device and delivery system (wds) was inserted. Once position, anchor, size, and seal (pass) criteria were met and the wds was released. Later the same day, post procedure imaging revealed that the closure device was no longer in the laa and had embolized to the lower descending aorta. A percutaneous snare was then used to successfully retrieve the closure device. There was no harm to the mitral or aortic valve noted. There were no further patient complications, and the patient was discharged from the hospital.